Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The manufacturing record evaluation (mre)) was reviewed, and no anomalies were found related to this complaint. In addition, the mre review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old caucasian female patient who underwent breast augmentation revision with mentor gel implants on (B)(6) 2005 developed left armpit, rib, back, breast and nipple pain. The patient is also experiencing left breast hardness. The patient had an MRI on (B)(6) 2019 that showed no evidence of abnormal axillary lymph nodes or malignancies in either breast, and a right intact implant with focal herniation of the implant medically. The MRI also showed left implant intracapsular rupture and a probable cyst in the left breast (birads ii). The patient underwent explantation of the devices on (B)(6) 2019. Should additional information become available, this case will be re-assessed and notes will be updated. This report is for the right side.